Event description:
Additional information was received indicating myopotential oversensing was noted on the right ventricular(rv) lead resulting in inappropriate therapy. Provocative testing was performed and the noise was able to be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a follow up in clinic, noise was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.